Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that the spinal clamp on the navigation system was damaged. The issue occurred when the site was removing the clamp at the end of a procedure. The site had backed the clamp screw all of the way out. There was no delay to the case as a result of this as no patient was present when this occurred.